Event description:
Unomedical reference number (B)(4). Event occurred in the united states event occurred from (B)(6) 2024 to (B)(6) 2024. It was reported by the patient that four infusion set tube was leaking. Infusion set was in use for two hours to half day. Event occurred from (B)(6) 2024 to (B)(6) 2024. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-02482 - device 2 of 4.